Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received and an evaluation was performed to investigate the reported event. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device was found to meet product performance specification requirements. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a loose connection between the transfer set and the titanium adapter was identified. This occurred before peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.